Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available. For any further questions, please do not hesitate to contact us.

Event description:
There is noise present on this rv lead. The patient went in for a revision on 1/16/17, however during the revision a competitors representative convinced the physician that the problem was with the associated pacemaker and not this lead. This lead remains implanted at this time. The patient has a history of syncope and is pacemaker dependent. Should additional information be received, this file will be updated.